Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via health care provider that the device had a piece of drill bit stuck in the shaver. There was no known impact or consequence to patient.